Manufacturer narrative:
No further follow up is planned. Evaluation summary the pharmacist reported on behalf of a patient using a humapen luxura that the device was not working and the patient did not know how to use the device correctly. The patient experienced hyperglycemia. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. The user manual provides proper use, care and storage instructions. There is evidence of improper use. The patient reportedly did not know how to use the device correctly. This may be relevant to the complaint of hyperglycemia.

Event description:
(B)(4). This spontaneous case, reported by a pharmacist who contacted the company to report an adverse event, concerned a 70 year-old female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin m3) from a cartridge via reusable pen (humapen luxura champagne); beginning on an unspecified date. Indication for use, and dosage regimen were not provided. On an unspecified date after starting human insulin isophane suspension 70%/human insulin 30%, she did not know how to use the device correctly, thus she experienced hyperglycemia (400 mg/dl). The event of hyperglycemia was considered serious for medically significant reason. Reportedly, her humapen luxura champagne was not working ((B)(4)/ lot number unknown). Information regarding corrective treatment and outcome of the event was not provided. Human insulin isophane suspension 70%/human insulin 30% treatment status was not provided. The operator of the humapen luxura champagne and his/her training status were not provided. The general duration of use of the humapen luxura champagne and the duration of use of the suspect humapen luxura champagne were not provided. The device was not returned. The reporting pharmacist did not provide any relatedness assessment. Update 01jun2016: upon review, this case was opened to add medwatch fields for regulatory reporting. Update 22jun2016: additional information received on 21jun2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a pharmacist who contacted the company to report an adverse event, concerned a (B)(6) female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin m3) from a cartridge via reusable pen (humapen luxura champagne); beginning on an unspecified date. Indication for use and dosage regimen were not provided. On an unspecified date after starting human insulin isophane suspension 70%/human insulin 30%, she did not know how to use the device correctly thus, she experienced hyperglycemia (400 mg/dl). The event of hyperglycemia was considered serious for medically significant reason. Reportedly, her humapen luxura champagne was not working (product complaint (B)(4)/ lot number unknown). Information regarding corrective treatment and outcome of the event was not provided. Human insulin isophane suspension 70%/human insulin 30% treatment status was not provided. The operator of the humapen luxura champagne and his/her training status were not provided. The general duration of use of the humapen luxura champagne and the duration of use of the suspect humapen luxura champagne were not provided. If device was returned, evaluation would be performed. The reporting pharmacist did not provide any relatedness assessment. Update 01jun2016: upon review, this case was opened to add medwatch fields for regulatory reporting.